Event description:
It was reported the pt began experiencing a change in gait following implant of the dbs device in may. Specifically, the pt was experiencing start hesitation and freezing which was mild before the surgery, but had become moderate to severe post surgery. It was also reported, since the surgery, the pt's dyskinesias had been eliminated. This occurred even prior to the stimulator being turned on. The pain, from the parkinson's disease related dystonia, had also been significantly decreased and the device was helping his tremor. The pt has stn placement of the dbs leads. Add'l info received indicated following the implant, the pt had almost no symptoms for about two days. The dyskinesias remained much improved. Office visit notes indicated the pt had no falling episodes, occasional freezing when walking, tremor slight and infrequest, some painful sensations. The proportion of the waking day in which dyskinesias were present was none. Early morning dystonia was absent. Predictable "off" periods were present. Unpredictable "off" periods were absent. The percent of the day in the "off" state was 1-25%. The pt was significantly improved and had a persisting "lesion" effect in that he was not having dyskinesias, which was expected from the surgery. The pt had very little "target" symptoms four hours after taking his medications. The stimulator was programmed based on parasthesias and quality of hand movements. His gait was significantly improved as well following the programming session. The hcp anticipates being able to reduce medications, starting with sinemet.